Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: b5, h6 (health effect clinical code and health effect impact codes). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, powered unit on and confirmed no errors before checking logs. Logs showed a large number of autofill errors. Specifically, fill fail - flush fill timeout with arg 0x6. Zero checked all transducers except helium tank transducer by exposing to atmosphere. No issues. Performed quick leak checks and then all manifolds test. No issues found. Technician brought his catheter and assisted with testing. Autofill failure confirmed. No more test equipment on hand to resolve issue. Found unit compressor not running continuously. Unit starts out at max power and then stops running compressor. Replaced front end board. Compressor now runs continuously. Performed testing to ensure device properly reading signals. Performed calibration of unit to ensure proper regulator calibration. Passed. Performed all autofill testing. Passed. Brought back into normal mode and unit ran on system trainer. Ready for use. Returned to customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced an autofill failure. No harm reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced an autofill failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.